Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(4) (strip lot 2: 474253), is related to case with patient identifier (B)(4) (strip lot 1: 474253).

Event description:
It was reported the customer received the following results on the performa system within 10 minutes: 59 mg/dl (vial 1) and 119 mg/dl (vial 2). Results were obtained using different strip vials from the same lot. No adverse event reported. Return of the suspect device was requested for evaluation.